Event description:
It was reported that boston scientific technical services (ts) was contacted to assess battery status data stored on the remote home monitoring site. While reviewing the data, ts noted oversensing of noise on the right atrial (ra) channel and low out of range pacing impedance measurements for the ra lead. Ts discussed the option of lead replacement at the next device change out procedure. At this time the ra lead remains in service. There were no allegations of premature battery depletion against the device and the physician determined the ra lead would be reviewed when the replacement for normal battery depletion occurred. No adverse patient effects were reported.